Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D1) device name: unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Article: "management of fractures inferior vena cava filters" trerotola and stavropoulos, 2017. Investigation is still in progress.

Event description:
Description of event according to journal article: table 1: the authors of the article encountered 5 fractured gunther tulip filters, where they observed 1 "leg" fracture (main anchoring elements) and 6 petal fractures (defined as ¿other¿ in the article). (B)(4) (FDA ref.: 3002808486-2018-01103) was logged to cover a specific event described in the article for a fractured gunther tulip filter. Table 4: of the 5 fractured gunther tulip filters defined in table 1, 5 had filter fragments that were retained locally, meaning the ivc wall; outside the ivc; in the renal vein, spine, abdomen, or loose in the filter; and from the ivc into the aorta. The authors observed 1 "leg" fracture (main anchoring elements) and 6 petal fragments. One of these events, involving a petal fracture, was described in more detail and is handled under (B)(4) (FDA ref.: 3002808486-2018-01103). The authors states that they attempted to remove 1 of the 5 fractured gunther tulip filters, with locally retained filter fragments, and the filter was removed successfully. Patient outcome: unknown.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on literature that does not include detailed information in regards to the patient or the specific event. One complaint has been logged to cover 1 specific event from the article, involving a fractured gunther tulip filter, where detailed information has been provided. As very limited information has been provided for the remaining fractured gunther tulip filters mentioned in the article, this complaint has been logged to capture the 4 of the 5 mentioned fractured gunther tulip filters. The authors states that they attempted to remove 1 of the 5 fractured gunther tulip filters, with locally retained filter fragments, and the filter was removed successfully. No product was returned and no imaging was provided. Based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the filters to fracture. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. No evidence to suggest that these devices were not manufactured according to specifications and nothing indicates that the filters did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.